Manufacturer narrative:
Investigation ¿ evaluation. The complaint device was not returned for an evaluation. Therefore, a device failure analysis could not be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, quality control data, and trends. A review of the device history records found no non-conformances related to this incident. A search of complaint history records revealed three other complaints associated with the complaint device lot number. Each complaint is from the same customer regarding reported adverse physiological responses. The device is supplied with the instructions for use (IFU) that provides the following information to the user related to the reported failure mode: how supplied: sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device in question was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Known risk factors for post-partum hemorrhage include advanced maternal age and retained placenta. Retained placenta or placental fragments leads to significant risk for post-partum hemorrhage. It was reported that the placenta required manual removal. The fact that the placenta did not separate naturally suggests the possibility of abnormal attachment of the placenta through the wall of the uterus (accreta/percreta/increta). This situation greatly increases the risk for post-partum hemorrhage and its severity. No complaint device was returned for investigation. Based on the reported information, the cause of this adverse event cannot be traced to the complaint device. The most likely cause of this event is related to patient anatomy. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: other healthcare professional - study coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a study of methods of labor induction, the patient was randomized to induction at (B)(6) gestation using a cook cervical ripening balloon w/stylet for advanced maternal age ((B)(6)). After delivery, the patient experienced a post partum hemorrhage of 1500ml. The patient required manual removal of the placenta, and experienced an additional 600ml of blood loss (2100ml total). This issue led to a prolonged hospital stay. The patient was transfused with 2 units of blood. She was reported to be anemic at discharge and was sent home with ferrous sulfate. The provider (chief investigator) reported that there is no causal relationship between the cook cervical ripening balloon w/stylet and the post-partum hemorrhage experienced by the patient. No additional consequences to the patient have been reported as occurring. Additional details regarding the patient and event have been requested. At this time, no information has been provided.